Event description:
A pt reported blood glucose results of "3.3 mmol/l" and "8.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The control solution test performed in 11/2002 fell within range (9.9 mmol/l/6.9-10 mmol/l).